Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a chronic subdural hematoma and was implanted with the shunt in 2012. According to the report, the patient experienced severe headaches in (B)(6) 2017 and it was determined the patient had two torn peritoneal catheters in their body. This was determined during a revision of the shunt. During this revision, the valve and one of the catheters were replaced. It was unknown which catheter was removed; the one implanted in 2012 or one from the patient¿s previous shunt.